Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopically assisted vaginal hysterectomy bilateral salpingo-oophorectomy procedure. It was reported that the hp052 and the lcsk5 continued to provide a consistent lockout tone. The staff replaced the handpiece using the original lcsk5 and the case continued without incident. There was no pt consequence.